Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the power consumption was higher than expected. Consequently, the device was explanted and replaced. At this time, there is no evidence to suggest a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The device was retained by the customer, so it is not expected to return to boston scientific for analysis.